Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Products: 5076-52 lead implanted: 2009 (B)(6). (B)(4).

Event description:
It was reported that there was a question of how to resolve the t-wave oversensing (twos). It was further reported that there was double counting of premature ventricular contractions (pvcs) and not twos. Reprogramming the right ventricular (rv) lead sensing vector, adjusting the rv sensitivity and/or adjusting the blanking window post vsense was discussed. The rv lead remains in use. No patient complications have been reported as a result of this event.